Manufacturer narrative:
Date of event: unknown. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7306563 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a box of bd insulin syringes with bd ultra-fine¿ needles was received damaged with broken syringes. There was no report of exposure, serious injury, or medical intervention.